Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test, excessive no delivery test or verify motor error alarms due to a33 alarm. The motor was tested outside of the device and passed. The insulin pump was received with normal operating currents and passed a21 error test, self-test and the displacement test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube window, case cracked at the reservoir tube window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 300 mg/dl. The customer didn't report motor position encoder error alarm. Customer could not complete the rewind got compromised force sensor alarm. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. Customer stated they are unable to exit the preparing to prime loop. Customer is already backup plan. Customer stated the drive support cap is protruded. Customer was advised the pump will need to be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. Customer was already in the backup plan.